Event description:
It was reported that a patient implanted with an onkos eleos distal femur replacement, experienced dislocation of the eleos poly spacer and eleos tibial hinge component. The patient underwent a revision procedure on (B)(6) 2025. This event will be reportable as a serious injury due to the revision procedure. This report captures the eleos poly spacer.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the reported dislocation was not likely related to the design or manufacture of the devices. The onkos surgical eleos limb salvage system IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects.